Manufacturer narrative:
Per exemption number e2016001, arkray factory USA, inc. (Importer) is submitting this report on behalf of I-sens, inc. (Manufacturer). Meter was returned to manufacturer and tested. In the control solution test with the returned meter, all readings were in the error tolerance and met the standard range of cv%. As a result of dissassembling the meter, it was discovered that a liquid foreign substance had flowed into the inside of the meter. It is assumed that the returned meter functioned properly again after the liquid foreign substance had been removed or displaced by repeated strip insertions. Improper use. Complaint closed.

Manufacturer narrative:
Per exemption number e2016001. Customer only returned four strips of specified lot, which were tested with another meter complaint from the same customer. All testing was done using retain or reference strips. Level 1 and 2 control solution testing failed when using returned meter confirming the complaint. Returned control solution only passed testing when using retain strips with qs meter. Blood testing was also performed with returned meter and retain strips of specified lot and the 150 mg/dl and 300 mg/dl blood levels failed testing with blood reading low results. These results indicate this is a meter issue. Product will be shipped to the manufacturer for further investigation and root cause analysis.

Event description:
Customer called in because meter was reading out of range for high and low control solution. Verified customer was using l1 & l2 cs for prism. Customer went through cs test with new bottle of control solution and prism strips. Verified customer placed drop on top of bottle cap. Control test for normal was 87 and high was 93. Range on bottle shows l1 at 110-165 and l2 at 194-291. Verified meter and strips are kept together in orange case that is inside duffle bag located in truck that is in a controlled temperature. No damage to meter. Meter, strips, and cs have been replaced by sales rep. Sending out return label for products and explained how to return products.